Manufacturer narrative:
Patient information and serial number of the mpu were requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for review, which found a no external power event on (B)(6) 2022 and on (B)(6) 2022. These events were caused by the power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during both events. There were no other usual events recorded in the log file event history. Mcs equipment operated as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was able to be confirmed. The mpu was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 19 days ((B)(6) 2022 per timestamp). No external power alarms were active on (B)(6) 2022 from 23:07:03 ¿ 23:07:33. The alarms were caused by a loss of ac power to the mpu. The backup battery was able to provide power to the system during the alarms. The alarms cleared once power was restored. There were no other notable alarms active in the log file. Pump operation was not affected. Multiple good faith effort attempts were made requesting the serial number of the mobile power unit (mpu), if the mpu has a v-lock connector, if the power cord came loose from the outlet or the back of the unit, if any environmental circumstances may have caused the event, and if any product will be returning; however, no response was received. The root cause of the alarms was unable to be conclusively determined through this investigation. The device history records for the mpu were unable to be reviewed due to the serial number being unknown. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use (IFU) section 3 ¿ ¿powering the system¿ and the heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.